Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: yrbrhx2615135; s/n: (B)(4); use by date: unknown; upn # (B)(4); yrirhx15115; s/n: (B)(4); use by date: unknown; upn # (B)(4). Additional intervention/treatment was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient contacted technical services to report that his stent graft has migrated. He noted that he was receiving follow up CT at a different facility to where the index procedure occurred. The physician noted on the CT that the stent graft had moved "down to around the kidneys" and that it looks as if it moved "a while back". The patient noted that there was still an aneurysm of over 4cm present and that he was due for follow up CT again in 2 weeks. It was noted that the patient reported back pain and bladder pain. No additional clinical sequelae were reported and the patient will be monitored by their physician.